Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was having coupling and/or communication issues. Use of the antenna locate feature resulted in a por (power on reset) being displayed on the recharger, which then led to the normal recharging screen. The patient was able to get all 8 coupling bars and was going to recharge the device. The patient was going to call manufacturer back to hopefully clear informational por message on programmer. The patient had not charged or felt stimulation in two months. Subsequent information received reported that the patient was unable to adjust stimulation. Clearing of the por was reviewed and the patient adjusted program 1 to 9v, program 2 to 5.6v, and also had rate to choose. Further information received reported that the patient was okay and had no issues at the time.